Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek x meter serial number (B)(4). The specific date of the event is not known and is approximately (B)(6) 2020. A sample from the patient was tested using the meter, resulting with a value of 2.3 inr. Within 4 hours of meter testing, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.3 inr. On approximately 05-oct-2020, a sample from the patient was tested using the meter, resulting with a value of 2.8 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.4 inr. The meter results were reported to the patient's doctor. The patient's therapeutic range is 2.0 - 3.0 inr.